Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the reported complaint. Visual inspection of the airpath and internal pneumatic block revealed black deposits. The device was deemed beyond repair and scrapped. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed its service tests. There was no patient harm or serious injury reported as a result of this incident.